Event description:
It was reported that the asymptomatic patient presented for routine follow up on (B)(6) 2015. Upon interrogation loss of capture and noise was noted on the right ventricular lead due to dislodgement. The lead was explanted and replaced on (B)(6) 2015. The patient was in excellent condition post procedure.

Manufacturer narrative:
(B)(4).